Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. The lactosorb distraction product line is only indicated for patients up to 2 years of age, it is reported this patient is six years old. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
The sales associate reported the original surgery took place in (B)(6)2015 and the patient was revised on (B)(6) 2015 (report 0001032347-2015-00500), leading to the placement of this part. Subsequently, on (B)(6) 2015, the device again could not be turned and the surgeon indicated another revision will be performed. The date of the revision has not been provided at this time.